Event description:
The customer reported this atrial lead was surgically abandoned (capped) due to impedance measurements of 140 ohms and capture thresholds of 4 v at 0.5 ms. A new atrial lead was successfully implanted; no adverse pt effects were reported. The lead was actively implanted for approx 10 years, 3 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. A new lead was successfully implanted with no adverse pt effects reported. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.